Manufacturer narrative:
(B)(4): devices not received, log review only. The report of a possible pca overinfusion was confirmed. A review of the associate pcu event log for the pca infusion indicated that he infusion was started at 8:31 pm on (B)(6) 2014 with hydromorphone (5 mg/ml). The pca dose was 1 mg; lockout interval= 15 minutes; continuous dose= 1mg/h and the max limit= 20 mg/4h. The infusion ran continuously with the user changing the continuous dose to 0.8 mg/h on (B)(6) 2014. On (B)(6) 2014 at 10:49 am the system was powered down for a few minutes then powered back on a new dataset was activated. The user then reprogrammed the pca infusion, however this time the user chose the hydromorphone drug with the 1mg/ml concentration and continued the infusion with the same parameters as before. This change in concentration caused a 5x change in the pca dose and continuous dose volumes. The infusion then continued until (B)(6) 2014 with the user adding new syringes as needed. Volume infused after the concentration changed from 5:1 to 1:1 was logged as ~67 mls. No device was returned for investigation. The root cause of the customer's experience was determined to be user programming; the user selected the 1:1 concentration instead of the intended 5:1 concentration. This change in concentration caused a 5x change in the pca dose and continuous dose volumes infused.

Event description:
The customer reported the patient had been receiving pca dilaudid for several days beginning (B)(6) 2014: 150mg/30ml (5:1 concentration), basal rate 1 mg/hr with pca dose 1mg with 15 minute lock out, max limit of 20mg per 4 hours. On (B)(6) 2014, the dose was 0.8 mg/hr. That evening the patient was difficult to arouse, had an increased o2 requirement, decreased oxygen saturation levels, and increased respiratory rate. He continued to deteriorate, was transferred to the picu and intubated, followed by a bronchoscopy in the or under sedation. An event log review was requested as there was some indication of a possible overinfusion on (B)(6) 2014 as the syringe was empty although previously there had been approximately 20 ml of waste with the syringe change. The reporter stated that "given the patient's terminal cancer diagnosis, his condition did not improve. His parents ultimately decided to withdraw support and the patient expired on (B)(6) 2014. We do not feel that this medication error contributed to his death".